Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the wireless footswitch was not working. Upon troubleshooting, fse noticed that the wi-fi (led) indicator was solid red and the battery indicator on the wireless footswitch at the time of occurrence was green. To resolve the issue, fse replaced the wireless footswitch and base station. The defective wireless footswitch base station was returned to philips for failure analysis and a missing black tube from the antenna was identified during visual inspection. But failure cannot be identified with a functional test. After replacement of the wireless footswitch and base station, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, it has been identified that the issue occurred without patient involvement and was identifiable prior to procedure commencement, which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, the user of the product must institute a user routine checks program. The user of the product should make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. It is instructed not to use the product for any application until the user is sure that the user's routine checks have been satisfactorily completed. Therefore, as the device was outside of use at the time the issue was identified, the user would identify this issue prior to use. Based on re-evaluation, this case is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the wireless footswitch was not working. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
The event should not have been reported to FDA. The event occurred after implementation of the correction 3003768277- 2021/10/29-004-c, and thus the malfunction with the wireless footswitch would not cause or contribute to a serious injury because the system was equipped with a backup wired footswitch. Specifically, philips installed new firmware, confirmed that a back-up wired footswitch was installed with the system, inspected the wireless foot switch, and provided an updated instructions for use of the system detailing the appropriate instructions on charging and handling the wireless footswitch. Moreover, there was no report of harm as the wireless footswitch issue occurred outside of clinical use.